Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
A copy of the customer's medsun report was received which states: "tubing tip dissolved." The customer selected "other serious (important medical events)" on the form but did not provide any additional details of any patient involvement or patient harm.